Event description:
On october 23, 2009, the facility?s purchaser reported to baxter global technical services that on (B) (6) 2009, one colleague cx triple channel volumetric infusion pump in which the row a (channel a) channel select button does not work when pushed. It is unknown when this event occurred, but was reported to have occurred in the intensive care unit. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Event description:
It was reported to covidien on 12/03/2009 that a customer had an issue with an scd sleeve. Customer states the pt developed a bruise where the sleeve was in contact with the calf, this happened in the same area on both legs.

Manufacturer narrative:
(B) (4)the pump has been received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The customer?s biomedical technician reported to the service depot on 30 september 2009 a colleague cx volumetric infusion pump with an 808:08 error code. The event occurred on (B) (6) 2009 while the patient connected. According to the customer, there was not an adverse event, patient injury or medical intervention was associated with this report. There is no additional complaint information available.

Manufacturer narrative:
(B) (4). The uim (user interface module) software (B) (4), categorized as colleague 2006. The pump was received and evaluated by baxter. The reported condition was confirmed, but not duplicated. There is no assignable root cause can be determined. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)